Event description:
Complainant alleged that during functional testing, the device displayed a "bridge test failed" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.